Event description:
It was reported by the end user that left side brake on a 67100 rollator would not lock, and the right side was not locking properly. Upon repair of the rollator, it was depended that the tires were bad and causing the brakes not to hold.